Event description:
After the primary surgery under progress observation, it was confirmed that the screws had broken. Revision surgery was performed.

Manufacturer narrative:
Investigation in progress but not yet complete.